Event description:
It was reported that the tubing of an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets were dislodged from the luer stem. The bifuse snapped where the cap connects to the hub. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the male luer lock was observed separated from the tubing. The solvent wet met product specification. Due to the nature of the sample, no additional testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further information, the pediatric patient (of unspecified age) "was very active and could have potentially pulled on the set or caused tension leading to the dislodging". Should additional relevant information become available, a supplemental report will be submitted.